Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a hematoma following a lead revision. The hematoma was discovered during a routine follow-up. Hematoma evacuation was performed. The patient was stable before and after the procedure.